Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed and was determined to be use related. One 2 fr per-q-cath with a t-lock and stylet inserted was returned for evaluation. An initial visual observation showed no blood residue on the returned catheter. The catheter was flushed with a 12 ml syringe of water and a leak was observed just distal to the 5 cm depth marker. A microscopic observation revealed a large diagonal split at the leak site. The edges of the split were observed to be rough and the fracture surface was observed to be smooth and granular in texture. Additional damage was observed on the inner wall of the catheter near the split. The characteristics of the damage observed on and within the returned catheter indicate the damage was most-likely caused by manipulation of the stiffening stylet within the catheter prior to flushing the catheter, compression of the catheter with the stylet still inserted, and/or rapid or forceful withdrawal of the stylet from the catheter. The product IFU states: ¿flush the catheter with sterile normal saline or heparinized saline prior to use. Catheter stylet must be wetted prior to stylet repositioning or withdrawal¿ and ¿never use force to remove the stylet. Resistance can damage the catheter. If resistance or bunching of the catheter is observed, stop stylet withdrawal and allow the catheter to return to normal shape. Withdraw both the catheter and stylet together approximately 2 cm and reattempt stylet removal. Repeat this procedure until the stylet is easily removed. Once the stylet is out, advance the catheter into the desired position.¿ an examination of the catheter structure revealed no potential damage/defect related to manufacture of the product.

Event description:
It was reported PICC was inserted in patient, began leaking when flushing. PICC was pulled and another PICC placed, no harm to patient.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of recu0693 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported PICC was inserted in patient, began leaking when flushing. PICC was pulled and another PICC placed, no harm to patient.